Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and mildly calcified anastomotic stenosis. A 6.0 x 40, 40cm mustang balloon catheter was advance for dilation. During the procedure, the balloon ruptured upon first inflation at 20 atmospheres for 60 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There was no patient complications noted as a result of this event, and the patient was in good condition after the procedure.